Manufacturer narrative:
(B)(4). Received one (1) 1613 ventilator tubing set , long length circuit for investigation. Upon receipt the circuit was visually examined for any signs of abuse/misuse/damage. Nothing noted visually. The 1613 ventilator tubing set, long length was placed on a calibrated leak tester. Approximately 24 inches from the patient "y", ventilator side, is what appears to be a very clean blade slice on top of one tubing rib. Once the tube set was submerged into a bath of water with an adequate air pressure value , profuse leaking was discovered at the site of the cut. The leaking was so profuse a leak value could not established by the leak tester. The leak rate specification is governed by iso 5367, 2014, annex e, which specifies an adult circuit under 60 +/- 3 cmh2o of air pressure, cannot exceed a leak rate greater than 70 ml/min. The device history record of batch number 74d1901093 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. The complaint has been confirmed. Additional testing detected a profuse leak on the circuit. The damage in the plastic circuit tubing appears to have come from a slice, perhaps a box knife or scalpel. The defect does not look as though it is the result of a manufacturing anomaly. No further action required.

Event description:
The customer reported a crack was found in the circuit prior to set-up, during the leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a crack was found in the circuit prior to set-up, during the leak test. There was no patient involvement.